Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the physician experienced resistance while advancing the neuron select catheter 6f (6f select) through a neuron max 6f 088 long sheath (neuron max) prior to inserting into the patient's body. Therefore, the 6f select was removed. The procedure was completed using a new 6f select and the same neuron max.

Manufacturer narrative:
Results: the 6f select was undamaged. The device was able to pass through the 0.087 inch ring gauge with moderate resistance. Conclusions: evaluation of the returned 6f select revealed an undamaged device. During functional testing the 6f select was able to be advanced through a demonstration catheter without issue. The device was able to pass through the 0.087 inch ring gauge; therefore, it is within specification. The cause of the reported inability of the 6f select to advance through the neuron max was unable to be determined. Evaluation of the neuron max revealed an ovalization on its distal end, and bends along its length. It was stated that the neuron max was successfully used in the procedure; therefore, the damages observed were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.